Event description:
On (B)(6) 2017, a gore® excluder® aortic extender component (pla320400j/15886383) was implanted as part of a secondary endovascular intervention procedure to treat a proximal type I endoleak. On (B)(6) 2018, follow-up computed tomography scan reportedly revealed an indeterminate endoleak around the proximal end of the endoprosthesis, with aneurysm enlargement to 70 mm (previous measurement unknown). On the same day, a re-intervention was performed whereby two aortic extender components were implanted proximally to successfully treat the endoleak. However, a type ii endoleak was also observed during the procedure. The physician elected to take a wait-and-watch approach in regard to the type ii endoleak, and the procedure was concluded. The patient tolerated the procedure.